Manufacturer narrative:
The hospital did not return the 14fr sheath for evaluation. The data logs were not collected, as the impella pump was never utilized for support. The manufacturing review of the lot of 14fr sheath found no other failures from any units in the lot. The root cause of the vascular injury was unable to be determined, as the product was not returned. No corrective action is recommended as the failure mode has a low risk index. The failure mode will be trended and monitored. Internal reference (B)(4).

Event description:
On the (B)(6) 2017, the cardiac catheterization lab notified the abiomed representative that an impella cp was being urgently placed for a (B)(6) year old male admitted with cardiogenic shock and acute myocardial infarction. The patient had multivessel coronary artery disease and was declined by the cardiothoracic team. The hospital intubated the patient as he was decompensating, and began the placement of the 14fr sheath for the impella cp. Prior to inserting the sheath, the team evaluated the vessel size and believed it to be of a diameter to accommodate the 14fr sheath. While the team was placing the guidewire for the impella cp through the sheath the team felt resistance. An angiogram of the access site showed the iliac artery had dissected. The patient began to further decompensate, was coded, and expired. The team never placed the impella cp for hemodynamic support. In post procedure discussions the team stated that the patient's death was not due to the dissected artery, but rather to the rapid decompensation with cardiogenic shock.